Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn around the up arrow button and over to the side, exposing the up arrow contacts. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contract keypad buttons responded appropriately. There was evidence of contamination found under up arrow, down arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up and down arrow buttons were intermittently unresponsive. The reporter further stated after the listed buttons became intermittently unresponsive, a tear developed in the rubber keypad covering the okay button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.